Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - it was reported that the implant had to removed because its upper portion fractured. The implant was installed in intraoral region 19#. Moreover, 35 ncm of primary stability was achieved and the patient presented bone type I.